Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, moderate to heavy calcification was observed in the cusp area of leaflet 1 and minimal calcification was observed in the cusp area of leaflet 3. The free margins of leaflet 1 exhibited moderate calcification, free margins of leaflets 2 and 3 exhibited minimal to moderate calcification. Moreover, minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at both the stent outflow and inflow. Leaflets 2 had a cut areas of 9mm x 8mm and leaflet 3 had a cut area of 7mm x 10mm. Cut sections were not returned with the valve. The x-ray demonstrated calcification. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that a patient underwent double replacement of both mitral and aortic edwards bioprosthetic implanted valve due to calcification after an implant duration of approximately 6 years. This report is to address the aortic valve explant; the mitral explant MDR will be submitted under device serial number (B)(4). Medical records indicate the patient was diagnosed with prosthetic mitral valve stenosis and regurgitation, and prosthetic aortic regurgitation. Operative details indicate that investigation of the aortic valve showed that 2 of the 3 leaflets to be calcified and rather stiff. Also states there was a hole in the center of one of the leaflets just below the left main coronary artery ostium. The area surrounding the hole was calcified.